Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medications for selected patients were showing as 'not available: no access' on the removal screen.the customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medications were unable to remove from the stations. A technical support specialist (tss) checked the stations and was unable to identify any issues. However, the tss proceeded to complete data synchronization without dropping the database, taking into account the connection speed and data size. The tss then confirmed with the customer that the issue had been resolved, and no further issues were reported. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medications for selected patients were showing as 'not available: no access' on the removal screen. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.